Manufacturer narrative:
.

Event description:
It was reported that a merlin.net transmission revealed an alert for capacitor charge time limit reached. Manual capacitor maintenance was performed resulting in a normal charge time. The patient condition is fine and will be monitored.